Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to the appearance of external noise with a very regular signal on the rv channel. This oversensed noise with greater than two seconds of pacing inhibition had started and ended suddenly. It was noted that intrinsic conduction was seen throughout. No programming changes were recommended at this time. This pacemaker remains in service and continued monitoring was recommended at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.